Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that it was impossible to accept the button error alarm signal on the insulin pump. Customer's blood glucose was 8.0 mmol/l.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test and self test. Device received with cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.